Event description:
An incident was reported by "department of neurosurgery, (B)(6) university" in (B)(6) (the customer), which uses alpha omega engineering's (aoe) neuro omega system for navigation during neurosurgery for placement a dbs electrode. Aoe's cannula p/n-str-007721-10, with length 177 mm, is normally used for this neurosurgery procedure. In the reported incident, a longer identical cannula was mistakenly used (p/n- str-020121-10, with length 201.5 mm), resulting a dipper insertion, before the mistake was realized by the customer. The two types of cannulas are used by the customer's for different head frames. The label on the cannula clearly identifies the cannula type (by part number, length and diameter). No injury medical intervention to the patient was reported by customer.